Event description:
It was reported that they were getting errors and the image was lost, which causes the patient to be re-exposed. They determined the computer needed to be replaced; once this was done, the system is working as intended.